Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted compression marks on two sides of the inside diameter of the outer insulation. The anode conductor coil shows compression on the lead located 210-230mm from the terminal pin. Additionally, the anode conductor coil is fractured within this damaged location approximately 225mm from the terminal pin. Laboratory analysis determined that the location and type of damage is consistent with damage caused by entrapment in the clavicle/first rib region.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient reported dizziness and pre-syncopal symptoms. Device interrogation identified the lead safety switch (lss) had been triggered due to pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. A review of the device data noted two signal artifact monitoring (sam) episodes and an event where there was approximately a six second pause in pacing. Testing noted noise and no capture in bipolar configuration. A revision procedure was performed and the lead testing was performed with the pacing system analyzer (psa) and all bipolar measurements were out of range. Visual inspection of the lead noted a potential area past where the suture sleeve was which was compressed. It was noted that it took approximately one hundred rotations for the helix to retract. A new rv lead was implanted without further incident. No additional adverse patient effects were reported.